Event description:
During the original procedure performed on (B)(6), the left renal artery was occluded. The physician tried to pull down the main body by using a balloon, but no success. Cannulation of the left renal artery was tried, but didn't succeeded either. Patient was followed up on (B)(6) 2014 and according to the physician, their condition had stabilized since cre is rising to 1.8 and the patient was producing urine, therefore, no other actions were required. Upon completion of the procedure, the aneurysm was successfully excluded and the patient is progressing well. Implanted devices: sg-hbb-24-96; lot number: bw49353-1; exp. Date: 04/09/2016; MFR date: april 2014; sg-hbl-106-10; lot: bz48549-1; exp. Date: 05/06/2016; MFR date: mar 2014.

Manufacturer narrative:
(B)(4). According to the complaint description, the physician tried to re-position the stent graft main body after the deployment is finished. No further updates required. The risk mgmt file was reviewed and renal artery occlusion is listed in the hazard analysis under section c.1.4. No further update is required. There is no info to suggest the device has not worked as intended.